Event description:
The customer reported that the sensor needle broke off underneath his skin when removing the sensor. The customer had inserted the sensor in his thigh, which is not a recommended area. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.